Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after insertion during a laparoscopic inguinal hernia repair, the balloons did not inflate. A new product was used without incident. There was no patient injury.